Event description:
Postoperative complications were reported during a retrospective study of patients that underwent single level cervical arthroplasty. Between (B)(6) 2004 and (B)(6) 2006, nineteen patients underwent cervical arthroplasty (c4/5 = 3, c5/6 = 12, c6/7 =4) using the bryan artificial disc. All of the patients were administered nonsteroidal anti-inflammatory drugs (nsaids) for more than 2 weeks postoperatively. All the patients were followed postoperatively. The average follow-up period was 27.3 ± 4.9 months (range 24-40 months). Facet degenerations of index and adjacent levels were assessed using radiographs and CT scans at a minimum 24 months after surgery. It was reported that heterotopic ossification (ho) was demonstrated in 11 levels (5 in class 1, 3 in class 2, and 3 in class 3). Pictures of sagittal CT scans from one patient were provided in the literature article. A preoperative CT scan showed calcification of the posterior longitudinal ligament prior to surgery. A sagittal CT scan taken at the same level 26 months after arthroplasty showed mcafee class ii ho behind the implant.

Manufacturer narrative:
Literature article citation: ryu, ks et al. Radiological changes of the operated and adjacent segments following cervical arthroplasty after a minimum 24-month follow-up: comparison between the bryan and prodisc-c devices. J neurosurg spine. 2010; 13:299-307 the mean age of the study patients was 47.3 years; ages ranged from 37 to 52. There were 10 males and 9 females implanted with the bryan disc. (B)(4). The device was not returned to the manufacturer for evaluation. A preoperative sagittal CT scan of one patient showed calcification of the posterior longitudinal ligament. Sagittal CT scan was taken 26 months after arthroplasty showed mcafee class ii ho behind the implant.